Manufacturer narrative:
On (B)(6) 2021, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On (B)(6) 2021, a distributor of infutronix reported an issue on behalf of an end user: "his cassette was leaking from the proximal end of the admin set while receiving his therapy at home." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).